Event description:
Following an magnetic resonance imaging (MRI) scan, the device was found in backup vvi mode with no high voltage defibrillation therapy available. The physician alleged the device was not reprogrammed to MRI settings prior to the scan as the cause of the event. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.